Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
Surgeon had tightened all the blockers in xia 3 scoliosis case but on the last one, the tip broke off of the final tightener torque wrench. It cleanly broke in two pieces and the surgeon easily removed the tip from the blocker with forceps. Incident did not add any time to the case. Surgeon did a final x-ray to verify screw placement and also ensure that no metal fragments from the broken instrument were left in the patient.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned torque wrench was examined and the hex tip was confirmed to be separated from the torque wrench. The breakage occurred within the inner cylinder, exposing the inner pin of the torque wrench. Functional inspection: not applicable due to the hex tip being broken. Device history review: one unit was scrapped as a result of the issue. A functional test and a check of appearance and shape were done on all remaining units from the batch and met specifications. Conclusion: the returned sample was visually examined and breakage of the hex tip was confirmed. A previous investigation was performed for a similar complaint in which the sample was sent for external testing. This torque wrench is within the scope of a corrective action initiated earlier this year for the same issue with this device.

Event description:
Surgeon had tightened all the blockers in xia 3 scoliosis case but on the last one, the tip broke off of the final tightener torque wrench. It cleanly broke in two pieces and the surgeon easily removed the tip from the blocker with forceps. Incident did not add any time to the case. Surgeon did a final x-ray to verify screw placement and also ensure that no metal fragments from the broken instrument were left in the patient.